Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of a renegade hi-flo microcatheter. The hub, shaft and tip were microscopically examined. The device showed multiple bends and kinks throughout the shaft. No break of the shaft was noticed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the microcatheter was fractured. A 135/20 renegade hi-flo catheter-infusion was selected for use on the liver for chemical embolization. During preparation, as soon as the physician opened the package, the device was fractured. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the microcatheter was fractured. A 135/20 renegade hi-flo catheter-infusion was selected for use on the liver for chemical embolization. During preparation, as soon as the physician opened the package, the device was fractured. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.